Manufacturer narrative:
Method - device history records, histological analysis is still on-going. Results - the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Conclusion - no final conclusion can be reported at this time because the investigation is still on going.

Event description:
The manufacturer was notified on (B)(6) 2014 that a mitroflow valve was explanted after 3.5 years due to a high gradient. The patient had ef of 66 percent. A 2d echo showed possible pannus overgrowth causing limited leaflet mobility with a gradient of 57mmhg. In addition there seems to mitral insufficiency (leaft the operating room with 1+ mitral insufficiency after original operation). Patient underwent a redo avr and mvr on (B)(6) 2014. The mitroflow valve was explanted. An edwards magna 21mm valve was implanted in its place and mitral valve replacement occurred with a 30mm magna mitral.

Manufacturer narrative:
Conclusion: this mitroflow valve was explanted after 3 years and 5 months due to a reported prosthesis stenosis. There was no evidence of calcification or endocarditis in the returned valve. As shown by the 2-d echo analysis performed on the patient and confirmed by the macro and microscopic evaluation the pannus overgrowth observed in this valve affected leaflet movement and also contributed to valve stenosis. Prosthetic valve dysfunction at aortic position is commonly caused by pannus formation which is an uncommon, but serious complication. The exact etiology of pannus formation is not known. Multifactors are involved in its formation. Basically, pannus represent a bioreaction to prosthetic valves associated with coexisting factors such as surgical technique, thrombus organization from inadequate anticoagulation, infection and wall shear stress. Histological analysis also identified inflammatory cells throughout the samples.

Event description:
The manufacturer was notified on 21 april 2014 that a mitroflow valve (model lxa, size 21) was explanted after 3.4 years due to a high gradient. The patient had ef of 66%. 2d echo showed possible pannus overgrowth causing limited leaflet mobility with a gradient of 57mmhg. In addition there seems to mitral insufficiency (left the or with 1+ mitral insufficiency after original operation). Patient underwent a redo avr and mvr on (B)(6) 2014. The mitroflow valve was explanted. An edwards magna 21mm valve was implanted in its place and mitral valve replacement occurred with a 30mm magna mitral.